Manufacturer narrative:
However it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a zero tip basket was placed to capture stones in kidney and ureter. An attempt to remove the basket from the patient was made but was unsuccessful because of the stone size. They had to use a laser on the stone while it was in the basket and the stone was successfully removed from the basket. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.